Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Reportedly, the school nurse administered a manual insulin injection to address the elevated bg.